Event description:
This was a cardiac lead removal case conducted in the ep lab to remove a bi-v system (3 leads: rv-1571, ra-1488t, lv - unknown model; all 60 months old) due to severe sepsis. The patient was prepped with an arterial line, CT surgeon in the room, fluoroscopy, tee, bypass, and blood products also available. The md began by manually extracting the lv lead without issue. The rv and ra leads were cut and prepped with a lld-ez and lased with the 16f sls ii without an outer sheath. The md extracted the ra lead with minimal lasing. While lasing the rv lead in the scv area an abrupt drop in arterial pressure occurred. The CT surgeon stepped in, performing a thoracotomy and having access within three minutes of the pressure drop. A chest tube was inserted, the patient was placed on bypass, and blood products were hung. An approximate 3cm, linear tear in the svc was noted and over the course of several hours was repaired with a patch. The patient was stabilized, transferred to the ICU and ultimately to the hospice unit. The md reported the patient died two weeks later in hospice due to pre-existing disease state, unrelated to the lead extraction procedure. Given this was a delayed reporting from the md, the devices involved in the case had long been disposed of. Requests for lot information were unsuccessful from both the md and hospital staff.